Event description:
Litigation papers allege after surgical implantation, patient suffered symptoms and damage to his body including but not limited to constant and severe pain and discomfort in his thigh, hip-joint, and groin; the formation of metallosis and pseudotumors which have damaged bone and tissue surrounding the implant; stiffness; inflammation; clicking and popping sensation in his hip when moving to and from a sitting position; infection; chromium and cobalt metal toxicity; lack of mobility; and other complications. It is further alleged, patient will undergo revision surgery in the future. Doi: (B)(6) 2009 - none reported (left side).

Manufacturer narrative:
Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege after surgical implantation, patient suffered symptoms and damage to his body including but not limited to constant and severe pain and discomfort in his thigh, hip-joint, and groin; the formation of metallosis and pseudotumors which have damaged bone and tissue surrounding the implant; stiffness; inflammation; clicking and popping sensation in his hip when moving to and from a sitting position; infection; chromium and cobalt metal toxicity; lack of mobility; and other complications. It is further alleged, patient will undergo revision surgery in the future. Doi: (B)(6) 2009 - none reported (left side). Patient is a resident of (B)(6). Update 7/18/12 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Update 27 oct 2014 - der rcvd. Updated surgeon name, sales rep info and dor.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.